Manufacturer narrative:
The device has not been returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once an investigation is completed and a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).

Event description:
On (B)(6) 026, dr. (B)(6) reported that a 50 year old male patient presented to his (B)(6) dental office dental office with concerns related to a previously placed dental implant. The implant placement was performed on (B)(6) 2025 at tooth location #14. It was reported that the implant was not placed after immediate extraction and was not immediately loaded. The patient presented with the issue on (B)(6) 2025 after the final prosthesis delivery. During the examination, the doctor discovered that the implant had lost osseointegration. As a result, the implant was removed on (B)(6) 2025 using a hahan implant driver. The implant was not replaced. The patient exhibited symptoms of inflammation and pain, which resolved after implant removal. The prosthetic restoration was performed on (B)(6) 2025. The details of the prosthesis were a single tooth, screw retained restoration. The opposing arch consisted of natural teeth, and the type of abutment was a custom abutment. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. It was further reported that the patient had type ii bone quality and good oral hygiene. No abnormalities with the implant or the package were reported.